Event description:
Information received with return of the explanted device notes that after the patient had an accident, thresholds were noted to be 3.0 v. Fifteen days later, the patient was symptomatic. The device exhibited loss of capture and lead fracture.